Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0uft5, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A loss or change of therapy was noted. The patient had not noticed a difference in frequency of urination since implant. The patient was going 13-15 times a day, from morning to 10 at night. The patient felt stimulation. The patient initially felt pain from stim. In his low buttock area. The patient was implanted on a tuesday, and by thursday that week, the patient switched to program #3 at 2.80 today. The patient moved stim. To program #1 again today at 0.75. The patient does have pain. The patient has follow up appointment with hcp (healthcare provider) on (B)(6). Symptoms reported were: no urinary relief. Event date: (B)(6) 2015. Since implant. Additional information received from the healthcare provider (hcp) reported that the setting had been adjusted to 3.4 volts and the patient experienced lower back pain in the buttocks. This was stated to be the cause of the painful stimulation as well as the troubleshooting related to the therapy issue and pain. The painful stimulation had been resolved by the patient changing the setting to #3. They were doing good with no pain and was using 2 pads per day. The patient's medical report was provided. The patient had urinary incontinence. There was dripping and a squirt of urine. The onset of this was gradual and would occur both day and night. The duration was 2 years. The leakage would occur in the context of urgency and feeling of incomplete bladder emptying. Urgency, frequency, and nocturia were mentioned. Relevant medical history included gastrointestinal/pelvic floor. This event will be updated if additional information is received.